Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed the product was damaged on the anterior side and had some minor damage in the middle on the posterior side, most probably to make explant possible. The lens is contaminated and dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. Date of event: unknown. If implanted, give date: unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zkb00 18.5 diopter intraocular lens (iol) was explanted. No further information was provided.